Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system displayed a communication failure error and locked up. There was no patient injury or death reported.